Manufacturer narrative:
As reported, the patient had placement of a optease inferior vena cava (ivc) filter. Per the medical records, history includes dvt (deep vein thrombosis), and pe (pulmonary embolism) while on anticoagulation therapy. Prior to implantation, collateral veins were noted. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter subsequently malfunctioned including an embedded filter with a failed retrieval attempt. Per the patient profile form (ppf), the patient experienced filter is embedded and unable to be retrieved. This was discovered after a failed removal attempt two months after the index procedure. The patient also experienced worry, anxiety, shortness of breath, abdominal pain, leg pain and bilateral leg swelling. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety, shortness of breath, swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis, left popliteal thrombosis and bilateral pulmonary embolism despite anticoagulation therapy. The patient was pregnant and at a high risk for further clot propagation. A cesarian section was planned. Prior to implantation, collateral veins were noted. The filter was deployed via the patient's right side internal jugular vein using fluoroscopic guidance, a post procedural venogram showed that the filter was in an excellent position. There were no complications. The patient tolerated the procedure well.   Additional information received per the patient profile form (ppf) states that the patient experienced filter embedded in wall of inferior vena cava, device was unable to be retrieved and is epithelialized into the vasculature. This was discovered after a failed removal attempt two months after the index procedure. The patient also experienced worry, anxiety, shortness of breath, abdominal pain, leg pain and bilateral leg swelling.

Manufacturer narrative:
As reported, the patient underwent placement of a optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned including but not limited to an embedded filter, and failed retrieval attempt. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to physical and emotional damages from an embedded filter, failed retrieval attempt, and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses pain, suffering, loss of enjoyment of life, distress and other damages.